Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. The patient experienced a skin reaction. Additional information has been requested.

Manufacturer narrative:
The patient underwent a right wrist scaphoid excision and four corner fusion on (B)(6) 2013. The patient experienced redness, pus, and small red bumps. The physician was notified on (B)(6) 2013. The patient was prescribed keflex 500mg qid. The current condition of the patient was reported as healed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.